Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. The patients right and left iliac arteries were 9.5mm in diameter. It was reported that a CT exam was completed approximately 3 years post index procedure and a type ib or type ii endoleak was suspected. It was observed that the left contralateral limb had been dislocated into the aneurysm, leading to the endoleak and that the right ipsilateral limb had insufficient seal. Intervention was performed on both limbs with the implantation of an endurant limb on each side. The left iia was also occluded in advance as part of the procedure. As per the physician, the cause of the endoleak was due to disease progression with changes to vessel morphology and aneurysm expansion. No additional clinical sequelae were reported and the patient will be monitored by their physician.